Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was derailed at one of the pulleys behind the housing. The cable derailment may have caused motion to be non-intuitive. Failure analysis investigation also found the following: the instrument's grips tips were bent. One grip was bent, causing side to side misalignment of grips. There is a .031 offset at the tips. The bent grip didn't exhibit separation of the yaw pulley and pulley cover at the glue joint, however likely cause of bending remains overloading at the tip. The instrument passed electrical continuity testing. Failure analysis concluded that the bent damage was likely due to mishandling/misuse. The instrument's main tube had scratch marks and abrasions. The distal end of the main tube had scratch marks with light material removal. The affected area measured approximately 2.71 in length and was not aligned with the tube axis. The instrument's pitch cable was frayed. Both the pitch up and down cables were frayed at the distal clevis hub. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the main tube and frayed cable found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy surgical procedure, it was noted that the maryland bipolar forceps instrument did not respond to the orders given by the console, only intermittently and had unorganized movements. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.